Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: the spike tip of the infusion set broke off in the IV bag. This is a frequently occurring issue and I have one example I can send to you. Additional information received from the customer: please provide a specific date of occurrence in the format mm-dd-yyyy, different from the reported date of (B)(6) 2026. Since the event was stated to have occurred frequently, an exact instance date is required? The specific date of occurrence is (B)(6) 2026. I only have one instance to report. Did any leakage occurred? Yes.